Event description:
In 2003, the pt was reportedly seen at the center for a complaint of sound percept problem. Programming adjustments were made. During the evaluation, the pt stated they had a ipsilateral ear surgery for perilymphatic fistula in 2003. At that time, no post-operative x-ray was obtained. The pt's reported sound percept problems first occurred sometime after the surgery. A co rep recommended that an x-ray and CT scan be scheduled.